Event description:
It was reported that during a pre-operative check the right atrial (ra) lead exhibited loss of capture. Subsequently, the patient underwent a lead revision and during the procedure, it was noted that the lead was not in a typical implant position. The physician attempted to remove the lead however, the tip of the lead broke off and the lead was surgically abandoned. No additional adverse patient effects were reported.